Manufacturer narrative:
Of the 1 allegation of a malfunction, 1 pump wwas returned to animas and investigated. The pump was found to have damage to the cartridge compartment with evidence of moisture ingress.

Event description:
This report summarizes <noe> 1</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced damage to the cartridge compartment with moisture present. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) and between 0 and 0 pounds. Of the reported patients, 1 were male, 0 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/15/2016 of the 1 allegation of a malfunction, 1 pump was returned to animas and investigated. The pump was found to have damage to the cartridge compartment with evidence of moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes <noe> 1</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced damage to the cartridge compartment with moisture present. These reports were received from various sources. The patients associated with this allegation ranged from 3-3 years of age and between 0 and 0 pounds. Of the reported patients, 1 were male, 0 were female, and 0 were unknown.